Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic appendectomy, the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. Replaced by new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reported condition for this incident was instrument did not fire. Visual examination noted that the loading unit was received with a full complement of staples and detached. Functional evaluation of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly component related condition. If information is provided in the future, a supplemental report will be issued.